Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital on (B)(6) 2021 due to diabetic ketoacidosis and hyperglycemia. Customer blood glucose level was around 500 mg/dl when admitted to hospital. Customer stated that they had a symptoms like confusion, feeling sick, headache and weak. Customer tested for ketones and it was high. Customer current blood glucose level was 113 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The user alleged the insulin pump was possibly under delivering insulin. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.